Event description:
Related manufacturer reference number: 2017865-2022-02142. It was reported that a patient presented in clinic for a follow-up appointment with dizziness. The patient's pacemaker (pm) and right ventricular (rv) lead had failure to capture during a threshold test. The patient had a seizure and lost consciousness after event so the patient was taken to the emergency room. On (B)(6) 2022, the pm was explanted , the rv lead was capped, and both were replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, the device was above the elective replacement indicator (eri) level. Analysis performed, including output verification, capture tests, and inspection of header and connectors indicated normal device characteristics with no anomaly contributing to the reported event. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.